Manufacturer narrative:
Implant regio 14 fractured. Construction was a bridge placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 12 years in situ.

Event description:
Implant fracture.